Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+2.0/176 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(4) 2018. On (B)(4) 2018 the lens was exchanged for a shorter lens due to excessive vault. Reportedly, this was due to user error.

Manufacturer narrative:
Device evaluation: the lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
(B)(4).